Event description:
It was reported that the patient with this pacemaker did not feel well, and energy had gotten worse for several hours as the patient had an ablation several days ago. The symptoms begin prior to and after ablation. Moreover, the patient referred to having a murmuring heart and palpitations. Subsequently, the patient was referred to the clinic for evaluation. Additional information was received that indicated that the device was checked in the office and all the measurements were within the normal ranges. No symptoms were related, and no further actions were required by the doctor. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.